Event description:
Regulatory agency reported 'painful breasts during menstruation (not device related). A wave on the lower right breast for several years but without visible deformity of the breast. Followed for several years by breast ultrasounds without any problem particular. Current status of the patient: following last breast ultrasound of control in the supero-internal quadrant of the right breast has a clear periprosthetic leak zone associated with localized intershell type thickening. Device status unknown. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic leak zone associated with localized intershell type thickening.